Manufacturer narrative:
Section a3, a4: multiple attempts were made to obtain patient gender and weight information; however, no additional information was provided. Section b1: correction manufacturer's investigation conclusion: although low flow alarms were confirmed via the analysis of the submitted log files, a specific cause for the alarms as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The submitted controller event log file contained data from (B)(6) 2020 through 24jun2020. The log file captured 40 low flow controller fault flags, when calculated flow dropped as low as 2.1 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 8 persisted for at least 10 seconds to trigger low flow hazard alarms. Of note, the log file also captured 74 pi events and average pi appeared elevated during low flow events. No trend in calculated flow was observed. The submitted log files appeared to show the system operating as intended. Although the cause could not be determined, based on previous experience, the low flow events do not appear consistent with an outflow graft occlusion. The account communicated that the patient has reductions in flow associated with elevated pi when he lies on his right side. Additional information was requested but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the concern the patient may have a outflow graft kink/twist. The patient has a reduction in flow and elevated pi when lying on the right side. Log file analysis captured low flow events on (B)(6) 2020 and (B)(6) 2020. No further information was reported.